Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold had increased as well as the rv amplitude. The lead was replaced and patient was in good condition after the procedure.

Manufacturer narrative:
Forgot to include the analysis result in initial report. Analysis was normal. No anomaly was found.